Event description:
An initial MDR regarding this case was filed 08-feb-2023 (report number 3016798778-2023-00003). Additional information was received by millyard advanced medical products, llc on 24-feb-2023 by way of a completed technical investigation on recently received materials that were in use by the patient during the referenced event. Investigation of the returned materials confirms that on the date of the complaint (06-jan-2023), the user received an occlusion alarm on pump utpm0006602. Log behavior leading up to the occlusion alarm is consistent with an occlusion. This behavior could not be recreated during investigation using returned materials and known good infusion set. Since no cassettes or infusion sets were returned, the cause of the occlusion alarms could not be determined. Both pumps met specification and operated as designed when tested.

Event description:
An initial report of patient hospitalization was received by united therapeutics on 09-jan-2023 and forwarded to millyard advanced medical products llc on 10-jan-2023. The patient reported she had a disconnection issue with one pump, and then an occlusion alarm with her second pump. She was unable to resolve either reported issue. The patient went to the hospital to continue to receive remodulin therapy until replacement pumps were received. No components or additional information associated with the reported event have been made available to the manufacturer for further evaluation despite multiple requests. Despite no report of death or serious injury, this issue is being reported out of an abundance of caution.